Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering visited the customer to address the reported event. Fse was able to confirm a bent needle with the 710 z1 axis error. Fse replaced the sample needle and discovered that broken racks were a possible cause of the bent needle and the z1 error. Fse then removed 9 racks with inserts greater than 12mm, which would cause the tube to wobble in the rack and then order replacement racks. Fse also discovered that the racks were broken where the pusher foot contacts the rack, which could cause the tube to be misaligned. Fse then cleaned and lubricated the z1-axis and tightened the needle dilution guide block. The x1 push rail and gears were cleaned and lubricated along with adjustment of one pusher foot. Fse cleaned and lubricated the sample rack roller and tube holder cap rollers. The x and y needle to tube adjustments were verified. The customer ran quality controls (qc) and patient samples with acceptable results. However, five days later the customer called back to report that they have continued to get the errors even after replacement of the racks. They reported that they could see the sample needle entering the tube off to the side. Fse returned to evaluate the issue where they were able to confirm 708 x1-axis and 710 z1-axis error messages in the error log. Fse determined that there was excess movement in the x1 as the roller detent was not sitting fully all the way in the rack allowing the rack to move left to the right. Additionally, the stat case was too far up that the rack could move forward and backward. Fse then performed adjustments to the detent bearing so that it would sit in the rack better and the stat case was moved back so that the rack would not forward and back as much. Fse then made adjustments to the x1 flag so that the push foot was up against the rack during the whole run. Further evaluation was performed which found that the column had exceeded the recommended injections (recommends to change the column at 2500 injections). However, the customer opted to keep the current column. The retention time was 0.60 minutes. Fse ran quality control (qc) with acceptable results. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were two (2) similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 3 assay operation states the following: caution: make sure to place an empty rack at the end of the samples to stop the assay process. If this is not done, the assayed samples will be assayed again due to the rotating structure of the sample loader. Primary tubes could also stay pulled up due to the piercing action after assay. If the tube is assayed again in this state, the analyzer's needle could be damaged. Chapter 6, troubleshooting, states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The 708 x1-axis error: this indicates an operation error in x1-axis inspect x1-axis. If this error occurs, execute sl. Rotate. The most probable cause of the reported event was due to damaged sample racks and bent sample needle assembly.

Event description:
A customer reported getting 710 z1-axis error messages on the g8 instrument. The customer reported that specimen tube is puncturing close to the edge. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: twelve sysmex racks were returned for evaluation on 31-aug-2018. Visual inspection was performed and found that four racks were damaged and the remaining eight were in useable condition. The damaged racks could have caused the needle to crash. The damaged racks did not pass visual inspection.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the sample needle was returned for evaluation on 31-aug-2018. The instrument was visually inspected and was found bent. Functional testing could not be performed. The instrument failed the visual and functional testing. The reported problem was confirmed. The most probable cause of the reported event was due to a bent sample needle.